Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-74 serial number: (B)(6). Batch/lot number: 7077794 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74 serial number: (B)(6). Batch/lot number: 7077078 model/catalog description: avista MRI perc lead kit 74 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had numbness and tingling sensation even when the spinal cord stimulator (scs) was off. The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in few months prior the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had numbness and tingling sensation even when the spinal cord stimulator (scs) was off. The patient underwent an explant procedure.